Event description:
Name of procedure: ni. Event description: the clip applicator jams and the clips do not come out, making it necessary to open a new device. Additional information received from applied medical representative via email on 20jan26: the events took place during surgeries from (B)(6) 2026. The customer has 4 units from the same batch that were open. They only have 2 units to make the return. 5mm and 12mm trocar's were used. The incident initially observed from the beginning. It occurred again.? They couldn¿t remove the clip from the clip applier. It happens the same in 4 units of new clip appliers from the same batch that were open. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest. The surgeons have experience on ca500. No loaded clip was manually removed from the jaws. The device was not actuated and reset. No information on resistance in trigger actuation. There are 24 closed units (7 closed boxes + 4 units (1 with open packaging)) with the same batch in the warehouse. The customer is not using the ca500 because all the boxes in the hospital are from the same batch of the one´s who get the clip stuck. The customer pretends to return all the boxes with the batch involved in this cer (complaint) and receive a new batch. Additional information received from customer via email on 20jan26: the events took place during surgeries from 5 to 7 january 2026. No harm came to patients as a result of the clips becoming stuck. The defective applicators were discarded at the end of the surgeries. There are 24 closed units (7 closed boxes + 4 units (1 with open packaging)) with the same batch in the warehouse. Additional information received from applied medical representative via teams call on 21jan26: two ca500 devices used on the patient ¿ clips were stuck from the start, and there was no information about resistance during trigger actuation. Two ca500 devices tested outside the patient ¿ clips were stuck from the start, with no information about resistance during trigger actuation. Seven boxes of sterile units ¿ all units from this batch will be returned. Additional information received from applied medical representative via email on 29jan26: the 2 units that will be returned were tested outside of the patient. The patient was in the operating room when the units were tested outside of the patient. The event date is unknown. Intervention: device replacement. Patient status: the patient is ok. No injury to the patient because of the clips becoming stuck.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.